Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure when the device was fired, with a green reload, and released the staples, 2 or 3 pieces of reload were left on the stomach. The surgeon removed the pieces and continued the procedure with the same stapler. The case was completed with this same stapler. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent.